Event description:
Company representative sent a repair request reported with an issue of " image defect", scratches on the screen. No harm was reported. No patient harm, no user injury reported . Device evaluation found foreign matter clogging in the device nozzle. This report is being submitted due to the finding of foreign material in the nozzle (handling , insufficient cleaning issue ) identified during device return evaluation .

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found the reported issue of "image defect" scratches on the screen" was not confirmed. However, evaluation observed damage on objective lens. Service repair noted that the specified resolving power was not obtained (noted "part of the image"). Furthermore, evaluation found foreign material clogged inside the nozzle, irrigation error caused by insufficient cleaning (handling problems) were noted. Additionally, the following defects/findings were identified during device inspection: due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, bending angle in up direction does not meet the standard value.. The angle wires were stretched. Connecting tube has a scratch. Distal end has a chip. Adhesives around light guide ( lg) insertion section lens has white-clouded area. Adhesives around objective lens has white-clouded area. Objective lens has a crack. Universal cord has a wrinkle paint on suction (s-cylinder) noted peeled. Protector of universal cord on s-connector side has a scratch, insertion section has a scratch. Protector of universal cord on control section side has a scratch. Switch 4/switch 1 has a scratch. S-cover plate (control section) has peeling. Bending section (adhesive on a-rubber has a crack and has a chip). An abnormal sound observed on the knob, due to damage on up/down knob. Connecting tube has a dent, wrinkled. The reprocessing information and foreign matter surveys results obtained from the customer facility were noted below : device was cleaned, sanitized and disinfected prior to sending the device for repair. Facility not aware , noted ¿unknown¿ as to when the foreign matter adhered on the device. ¿ did not provided additional information. The possibility that the device was used for the procedure with the foreign material attached to it ¿ the facility noted ¿unknown¿. No further information provided. The time lag between the end of clinical use and the start of pre-washing noted no delay, properly implemented. Flushed the air/water nozzle with water and air. Sent liquid to the air/water nozzle. Flushed air/water nozzle with detergent solution. Wiped/brushed the air/water channel with clean lint ¿free cloths, brushes, sponges. Facility noted normal, no abnormalities on the accessories used for reprocessing. Concerns regarding reprocessing- facility did not put any comments, no information was provided. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
The air/water nozzle was not wiped with a clean lint-free cloth, brush, or sponge. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified. It is likely the material remained in the nozzle because reprocessing was not performed according to the instructions for use (IFU). It was also noted that the air/water nozzle was not deformed. The event can be detected by following the instructions for use (IFU) which state: "[inspection of the endoscope] inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents or other irregularities. Inspection of the objective lens cleaning function] inspection of the water feeding function. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.